Event description:
The recipient is reportedly experiencing sound quality issues followed by loss of lock. External equipment was exchanged, however, the device is only able to function with one type of external processor. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during surgery. System lock was verified. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of no lock could not be verified during this analysis. However, the device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was non-hermetic. This older configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.